Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced low blood glucose (bg) in the 40's mg/dl. Reportedly, the suspected cause of bg was due to infusion set placement. Customer addressed bg with food. Multiple attempts were made to follow up with the customer regarding the reported issue; however, no response from the customer was received.